Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The device was received in good visual condition. The device was connected to the generator for functional testing. When the energy button was compressed the generator displayed "reactivate". The instrument was disassembled to inspect the internal components and it was noted that the hand activation switch button was damaged. This caused the hand activation failure. No conclusion could be reached as to what caused this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the instrument wouldn't activate a second device was used to complete the procedure with no consequence to the patient.